Event description:
New information received noted that the patient was brought back to the clinic to see if myopotentials could be reproduced but they were not able to reproduce the myopotentials. No programming changes were made. No additional myopotentials were seen. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of the patient's electrocardiogram (egm), the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing episodes determined to be myopotential oversensing. No device intervention was reported but additional testing and programming changes were discussed. No patient symptoms were reported.